Event description:
Unomedical reference number (B)(4). Event occurred in the spain it was reported that, the patient experienced an issue with the infusion set, specifically a bent cannula. It was inserted on the buttocks site. The patient was positioned upright during insertion and had sufficient subcutaneous tissue. The bent cannula occurred during insertion, and the infusion set had been in use for 1 hour. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6) patient country: spain.